Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) level around 40 mg/dl. Reportedly, the customer did not know the cause of bg and bg was addressed with a carbohydrate drink. Recommendation was made for the customer to contact a healthcare provider regarding bg.